Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after fixating the lead, the lead exhibited failure to sense and high capture threshold. The lead was not used, and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and failure to sense were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies.